Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During preparation for the procedure, it was discovered that one end of stent was compressed and could not be loaded onto the guide catheter. The procedure was completed with another rapid exchange biliary stent system with no reported patient complications. The patient was reported to be in doing fine after the procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.